Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn g.4. There were multiple PMA/510k numbers: k111860, k120138, k130470 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, an unspecified number of false positive patient results were obtained on vaginal panel. Tests were repeated and were negative. There was no report of patient impact.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, an unspecified number of false positive patient results were obtained on vaginal panel. Tests were repeated and were negative. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument had "false negatives." Customer reported that they had a suspected false negative result for a patient sample while running the vaginal panel assay. Customer also reported that they detected variable volumes within the waste compartment following run completion. A bd field service engineer (fse) was dispatched to the customer site where they performed an instrument health check. Hardware was tightened, the robot was calibrated, readers were renormalized. The fixed magnet assembly was installed on the instrument extractor. Field service also confirms that the pump on pipette 3 has been replaced multiple times. Following service of the instrument, it was qualified and confirmed to operate to bd specifications. This complaint is confirmed. The root cause was attributed to multiple issues including pump failure and bead clumping due to absence of fixed magnet assembly while running the vaginal panel assay. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Review of the device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.